Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda resulting in mr, was attributed to patient conditions and due to very tethered leaflet and possible calcification. Mitral regurgitation is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. On (B)(6) 2025, a single leaflet device attachment(slda) was observed from posterior leaflet. Recurrent mr of grade 3 was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. On (B)(6) 2025, a single leaflet device attachment(slda) was observed from posterior leaflet. Recurrent mr of grade 3 was reported.